Event description:
Maintenance person was running the head of the bed up and down, trying to isolate a noise in the drive. The capacitor vented into the person's face. He was admitted to the ER where his eyes were flushed and examined. No permanent injury was reported.